Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that sensor glucose and blood glucose difference is not within acceptable range. Customer reported their blood glucose value was 150mg/dl and sensor glucose was 40 mg/dl at the time of the incident. Threshold suspend was activated due to low sensor glucose values. Troubleshooting for this complaint was performed. The customer was advised that the sensors would be replaced and agreed to return the sensors for analysis.

Manufacturer narrative:
Inspected one random opened/used sensor and performed continuity resistance test (B)(4). Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings.